Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal rolled but did not come out of the loading device; it got stuck. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the loading device was returned alone. The seal and the tension spring assembly were inside the body of the loading device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not roll properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).